Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified readings on the sensor scan and experienced symptoms described as "drowsiness, clamminess' and a loss of consciousness". A hcp meter reading of 54 mg/dl was obtained and customer was treated with glucose gel and was provided food by a non-hcp to bring up her glucose level. There was no report of death or permanent impairment associated with this event.